Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr xl revision; original resurfacing surgery - (B)(6) 2003; revision of femoral head - (B)(6) 2004; revision of xl system - (B)(6) 2010. Reason for revision - component loosening (unknown which product became loose) pain & leg length discrepancy. See (B)(4) for resurfacing revision of femoral head. Update: 2nd aug 2012 - stem details. Update - 30 nov 2014 (left) - we have been informed by kennedys that this patient is deceased. The date of death is (B)(6) 2013. See (B)(4) for 1st revision.

Event description:
Asr xl revision. Reason for revision - component loosening (unknown which product became loose) pain. Leg length discrepancy.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.